Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), discovered biological material in the pump that was consistent with thrombus ingestion and could have caused the low flow alarms confirmed in the log files; however, a specific cause for this finding could not be conclusively determined. The pump was returned assembled with the pump cable intact. Approximately 9.0¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief hardware engaged. The apical cuff was not returned. Examination of the inflow cannula revealed a formation of biological material that mostly occluded the blood inflow path. The lumen of the sealed outflow graft and graft attachment revealed acute depositions of loosely coagulated blood that lacked significant structure, adherence, or laminated layering. Inspection of the volute of the pump cover revealed biological material that lacked significant structure or adherence. Examination of the pump rotor also noted biological material on the shroud and in the vanes that lacked significant structure or adherence. Visual inspection of the pump rotor and rotor well did not reveal any notable surface scratches or defects. The log files were reviewed and confirmed an acute decrease in flow to below 1.0 liters per minute (lpm) on log file timestamp of (B)(6) 2020. The low flow alarm was activated, and flow eventually decreased to 0.0 lpm. A brief elevation in rotor noise was also noted at the time of low flow onset. These findings appeared consistent with ingestion of foreign material into the pump. Later events captured in the log files appeared consistent with an external object impacting the rotor¿s operation. Intermittent alarms were captured that appeared related to an increased current draw as the pump attempted to center and operate the rotor in the setting of an impacted rotor. Samples of the biological material were taken from the inflow cannula and pump cover and sent for histological analysis. The inflow cannula material was found to be comprised of compact laminated proteinaceous material in irregular folding and whirling patterns with embedded white blood cells (wbcs). Lines of zahn were also present, suggesting the material was a thrombus. The pump cover material was found to be proteinaceous aggregates with embedded wbcs. The material had some irregular fragments arranged in an irregular layered pattern. After removal of the biological material, mlp-056819 was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ lists pump thrombosis and stroke as adverse events that may be associated with the use of heartmate 3 lvas. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 1 and section 6 of the IFU, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 1 of the IFU provides an explanation of all pump parameters, including flow and power. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿heartmate touch communication system¿ states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having low flow alarms. The flow was at 0.1 liters per minute (lpm). Transesophageal echocardiography (tee) was done at bedside showing no flow through the pump. The patient was stable and intubated. There was concern for a clot. Log files were sent for review. The log files captured low flow alarms on (B)(6) 2025 that dropped to 2.3 lpm. Further low flow alarms began at 3:41 am on (B)(6) 2025 with flows dropping below 1 lpm. Flows slowly dropped to 0 lpm by 7 am. There were no other unusual events recorded in the log file event history. Based on the log files, the mechanical circulatory system (mcs) equipment was operating as intended electronically and mechanically. The system controller was exchanged. The flow was still 0-0.1 lpm. The patient was taken to the operating room (or) for a pump exchange and the pump was planned to be returned for analysis of thrombus. It was later reported that on postoperative day zero, the patient had a right supraclinoid internal carotid artery (ica) occlusion ischemic stroke. The patient was not cleared for anticoagulation after successful emergent aspiration thrombectomy. On (B)(6) 2025, the left ventricular assist device (lvad) interrogated had low flow alarms during the thrombectomy procedure and the patient received albumin resolving the alarm. On (B)(6) 2025, the computed tomography (CT) of the brain revealed development of vasogenic edema throughout the large portion of the right hemisphere with a 2 mm right-to-left midline shift with mass effect in the right ventricle. The patient was cleared for 81mg of aspirin. There were no changes to pump parameters. Patient symptoms during low flows were not observed. The low flow alarms were resolved with pump exchange.